Event description:
Per the complaint email: the doctor was going to replace a solus stent inside an existing axios stent. They use an olympus 1t scope (3.7mm channel) as it has a better view than a duodenoscope and can accommodate 10 fr devices like a 10fr solus. The solus stent has a surface which can have drag compared to the regular zimmon stents. The doctor retrieved the solus stent inside the axios and was pulling it back through the scope with a snare. When it was coming to the scope, one pigtail broke off. It was retrieved and a new stent was placed, but the retrieval of the stent that was coming up into the scope into a 3.7mm channel probably caused stress. A 3.7 channel should be able to take up to an 11fr device. The procedure was completed successfully and both parts of the stent were retrieved successfully.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. E1 country -united states. G1 postal code for manufacturer - v94 n8x2.

Manufacturer narrative:
Device evaluation the device evaluation of zss-10-3-rb of unknown lot number could not be completed as the device or photographic evidence was not returned for evaluation. Photographic evidence was returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zss-10-3-rb could not be completed as the lot number is unknown. Instructions for use and/label review: the precaution section of the instructions for use (ifu0100), which accompanies this device states: ¿intended use: this device is used to drain obstructed biliary ducts¿. It also states: ¿notes: do not use this device for any purpose other than stated intended use¿ there is evidence to suggest that the user did not follow the instructions for use. It is known from the available information that the user was removing a solus stent that had been placed inside an axios stent. There is no indication in the IFU that supports the use of a solus stent within an axios stent. Additional product management input for a similar complaint regarding the use of a solus stent within an axios stent, has deemed this as abnormal use (off label use). The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of abnormal use (off label use) was established. As per the description of events, the doctor was attempting to remove a solus stent that had been placed inside an existing axios stent. There is no indications in the instructions for use regarding using the device in this manner. As per engineering input received, the solus stent pigtails ends are flexible and could be vulnerable to shearing or torsional forces when pulled through a tight metallic axios stent. The stent could have sustained damage when it was being removed from the axios stent that resulted in the pigtail breaking off as it was pulled up through the scope. This also would have resulted in the difficulty experienced by the user, when trying to pull the retrieved stent up through the 3.7 channel scope. Product management input for a similar complaint regarding the use of a solus stent within an axios stent, has deemed this as abnormal use (off label use). Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, while attempting to remove a solus stent from within an axios stent, one pigtail broke off. Confirmed quantity of 1 device, confirmed used. According to the initial report, the broken pigtail was retrieved, and a new stent was placed successfully. The investigation findings conclude that a definitive root cause of abnormal use (off label use) was established. There is no indication in the IFU that supports the use of a solus stent within an axios stent. The solus stent pigtails ends are flexible and could be vulnerable to shearing or torsional forces when pulled through a tight metallic axios stent. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to engineering input requring code changes on 26-jun-2025 and completion of the investigation on 07-jul-2025.